Manufacturer narrative:
Immucor technical support used a remote electronic access method on 07jun2017 to assess the unexpectedly negative instrument test well image outcomes in question, which appeared visually positive.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.